Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the emergency room (ER) due to chest pain and then went into cardiac arrest. This s-ICD device properly delivered an electric shock and this restored the sinus rhythm for the patient. However, when the patient was being moved from the ER to intensive care, the s-ICD delivered some inappropriate shocks causing therapy to be exhausted, after which the s-ICD was programmed off. The patient also has a leadless pacemaker implanted. The s-ICD was interrogated and the episodes were reviewed. It was found that the s-ICD delivered an appropriate shock and then multiple inappropriate shocks, which were likely due to the leadless pacemaker stimulation that was not properly marked by the s-ICD due to very small amplitude of the signal. It was mentioned that the leadless pacemaker was implanted after the s-ICD and an optimization was not performed. An automatic set-up was performed and showed the primary vector was adequate, therefore, the s-ICD was reprogrammed. The leadless pacemaker was also reprogrammed accordingly. The patient will continue to be monitored remotely. No additional adverse patient effects were reported.